Event description:
During follow up for an unrelated event, a clinic reported the pt was admitted to the hosp in (B)(6) 2013 for chest pain and expired in (B)(6) 2013. According to a translator from the clinic, they were not aware of any issue the pt had. No other info was provided. Additional info was received from the clinical mgr which indicated that pt's date of death as (B)(6) 2013. According to the clinical mgr, the pt was hospitalized at the time of her death but she has no info that the pt was in treatment on the cycler at the time.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of reviewing pt med records and treatment data info regarding the reported expiration while hospitalized for chest pain. A supplemental medwatch report will be submitted upon completion of the investigation.